Event description:
It was reported that high impedance was detected on the patient's generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically and their lead was replaced due to high impedance. The explanting facility discarded the explanted products; therefore, return of the suspect product is not expected date. No further relevant information has been received to date.